Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [(B)(6)] use by date [2025-11-26] UDI [(B)(4)]. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the stroke was related to the delivery catheter system (dcs). No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, access could not be achieved in the transfemoral artery due to calcification, so the left subclavian artery was used as the access site. The left subclavian artery was narrow, so an attempt was made to approach the subclavian artery with the inline sheath after the 14 french non-medtronic (dryseal) sheath was inserted. Subsequently, the inline sheath could not pass through the introducer sheath. The 14 french introducer sheath was exchanged for a 16 french non-medtronic (dryseal) sheath. The inline sheath was able to pass through. 1 day following the implant procedure, the patient developed lightheadedness and a cerebral infarction was observed. The patient was transferred to rehabilitation and the patient's hospitalization was prolonged. It was noted that the patient would be discharged after completion of rehabilitation. Per the physician, it was highly possible that the cerebral infarction occurred because the introducer sheath was replaced several times. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012054716); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012048509); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.